Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 3 jan 27, 2012 to jul 26, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that while the surgeon was trying to drive a kirshner wire device into multiple carpal bones, the new electric pen drive system including; the electric pen drive device, hand switch device, cable device, k-wire attachment device and the console device bogged down. According to the reporter, the wire driver just bogged down as if the device did not have enough power and it was not slipping. It was reported that there was a definite change in the sound of the motor when it hit the cortex. According to the reporter, the procedure was extended. However, the exact duration of the delay was not specified. It was reported that the procedure was completed successfully by inserting the k-wire device manually. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.